Manufacturer narrative:
E1: initial reporter last name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket b1, b1, b3, c1 and c3 in drawer were failed and several medications were unavailable. A field service engineer replaced the retractor band, ribbon cable, and drawer board. The customer then logged in, reinstalled the cubies, and the errors cleared. All components resumed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies were not working and several drugs were unavailable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.